Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right case was cracked by the upper screw, the top case was damaged by a chemical and impact, and the bottom case by the screw mount was cracked. A review of the event history log identified force sensor background test error. Force sensor background test error was found at power up process and unable to calibrate the force sensor (unable to performed occlusion test due to the error was found at power up). The root cause of the problem was related to normal wear of the pump as it is over 11 years old. Replaced the force sensor and plunger cable. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's motor will not engage. No patient injury was reported.